Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 57 mg/dl. To treat bg, the school nurse provided juice and glucose tablets along with peanut butter provided by the contact. Reportedly, the customer suspected that the pump delivered a bolus without user input; however, the healthcare provider reported a bolus override by the customer. Review of the pump data logs by tandem technical support verified that the reported event occurred due to the customer overriding the recommended bolus amount. The contact acknowledged the information.